Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the air water nozzle and air water channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the foreign material that adhered to air/water cylinder, air/water channel and auxiliary water channel could not be identified. The foreign material may not have been removed because the subject device was not reprocessed properly due to leak at the scope cover packing and bending section cover. However, a definitive root cause for the foreign material could not be established. The instructions for use states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection.¿, and preventive measures in the "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.